Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A date for the replacement had not been set. The event was considered not resolved. The catheter would not be returned when explanted as "it is not considered a product defect."

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0213097826, implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-feb-2019, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported the hcp was performing a dye study and could not aspirate the catheter through the catheter access port (cap). The event date was (B)(6) 2021. There were no reported patient symptoms. Further complications were not reported. Additional information was received. The pump was delivering lioresal (1500 mcg/ml at 450 mcg/day) and morphine (2500 mcg/ml at 750 mcg/day). It was reported there was no improvement in spasticity after the pump implant. Increased spasticity was also noted. Contributing factors included "non-intrathecal epidural implanted catheter." Catheter change was requested. "Revision of catheter for fluoroscopy," was reported, however, the catheter status was noted to be "implanted-remains in service." The issue was not resolved. The event did not lead to or extend hospitalization. The patient status was alive - no injury. Additional information was received. Fluoroscopy confirmed the catheter was in the epidural space. It was thought to be accidentally implanted there. It was reported catheter revision already occurred, however, it was also reported the catheter would be replaced, but the change had not yet been carried out.